Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was approximately 170 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.